Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that it had experienced the error 'invalid cubie memory.' A field service engineer (fse) ran the hardware testing application, but it crashed. The engineer inspected the cable and found black marks on it. The cable was replaced to resolve the issue. The user was able to recover the storage space. The fse then used the hardware testing application to test the drawers for proper functioning. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had invalid cubie memory, all cubie map matrix was grey out and a drawer was affected. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.